Manufacturer narrative:
(B)(4).

Event description:
The patient reported she has had problems with uti's (urinary tract infections). She has had another uti since (B)(6) 2015 call which was treated by her "regular doctor". She was on a medication that her gynecologist gave her that she was instructed to take every time she had sex. Symptoms reported were loss of therapeutic effect and she starting urinating all over the place. Event date was in (B)(6) 2015. The patient went to managing hcp's office yesterday regarding the urination problems. They re-calibrated the neurostimulator therapy and also told the patient urination problems can be hormonal so they were having her also try "another thing". The patient expressed frustration because she was not made aware that she could go back to managing hcp's (healthcare provider) office at any time. She did not realize her device needed to be re-calibrated and "if it runs at a certain speed your body can get used to it and it needs to be changed". During visit with managing hcp's office, she found out she could have gone back a couple times a year for checkups if she needed to but wasn's previously told this. The patient called back two weeks later regarding the following letter she received. The steps taken to resolve urinary incontinence/loss of therapeutic benefit were the hcp took sample of urine and will let her know the results in a few days. They saw blood but not enough to warrant antibiotic. Hcp suggested hormone cream at opening of urethra. Hcp recalibrated implant. Patient noted it never had been recalibrated before. The patient noted the appointment was in last 2-3 weeks /same appointment and information mentioned in previously. The patient stated they were trying the hormone therapy. The circumstances that led to urinary incontinence/loss of therapeutic benefit was both change in activity level and foot surgery on both feet since (B)(6) 2015 and therapy. Since the recalibration, her symptoms had improved, including the urgency, and that she can hold it in better. She drinks a lot of water and coffee. The patient was seeing hcp again in 3 months. Event date of urgency was asked and it was unknown. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.